Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that he had experienced elevated blood glucose levels during the past two days. Earlier in the day his blood glucose level was 31.8 mmol/l (572.4 mg/dl) and he bolused to bring it down. He stated that he was spilling ketones, felt light headed, and vomited. His blood glucose level went down to 14 mmol/l (252 mg/dl). His target range is 5-7 mmol/l (90-126 mg/dl). The patient stated that he noticed insulin leaking from the cartridge. He stated that the insulin cartridge compartment in the infusion device was wet and smelled of insulin. He stated that he thinks the leak is occurring around the plunger of the cartridge. The patient changed his insulin cartridge. Follow-up with the patient revealed that his blood glucose levels had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for product evaluation.